Event description:
It was reported the patient previously had the implantable neurostimulator (ins) replaced and repositioned (refer to manufacturer¿s report #3004209178-2013-14807) and they were now having pain. The patient ¿wanted it out,¿ therefore the device was to be removed. It was unknown what caused the problem. Information received a week later indicated that no malfunctions were seen and the outcome was unknown at the time. It was later clarified the patient had severe abdominal pain, which was potentially secondary to the ins. This led to the laparoscopic removal of the ins and leads. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2013-(B)(6), product type lead product ID 435135, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the lead (B)(4) found no significant anomaly. The outer insulation was cut. Good stable output was noted. Analysis of the lead (B)(4) found no significant anomaly. The outer insulation was cut and the conductor coils were crushed. Good stable output was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.